Event description:
The perfusionist reported that during priming of the heart/lung circuit, she noted a leak from the bottom of the oxygenator. The oxygenator was changed out prior to any patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex oxygenator and the 510(k) number is k083021. The oxygenator is a component of the custom perfusion pack. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The perfusionist reported that during priming of the heart/lung circuit, she noted a leak from the bottom of the oxygenator. The oxygenator was changed out prior to any patient involvement. The apex membrane module was returned to sorin group (B)(4) initial leak testing found communication between the blood and water compartments in the oxygenator. The apex oxygenator has been returned to sorin group (B)(4) for further analysis. A follow-up report will be filed when the investigation is complete.